Manufacturer narrative:
Correction to follow up report # (B)(4): patient code of prolonged hospitalization (f08) was removed from h 6. Health effect - impact code as it was added to the clinical record in error. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Correction to follow up report # 2 (B)(4): the statement below was inadvertently added since it has already been included on follow up #1 (B)(4). ¿an update was received on 07-oct-2025. Adverse event term value of "hypotension requiring therapy during wake-up phase after vt-ablation" has been changed to "hypotension during wake-up phase after vt-ablation" if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
A 1. Patient identifier: external reference: (B)(6). An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31710178l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during a clinical trial, the patient experienced hypotension which required therapy and medication. The patient received index cardiac ablation on (B)(6) 2025. The patient experienced hypotension requiring therapy during wake-up phase after vt-ablation with thermocool smarttouch sf catheter (ae# 1) categorized as moderate and serious. A life-threatening illness or injury requiring medical or surgical intervention required. Relationship to study device is not related and relationship to the index study procedure is causal. The event is ¿expected/anticipated.¿ the outcome is recovered/resolved with end date of (B)(6) 2025. Intervention was medication akrimor and other shock position + i.v. Volume.

Manufacturer narrative:
Additional information indicated that prolonged hospitalization value of "no" has been changed to "yes". Therefore, h 6. Health effect - impact code has been updated to include the code of hospitalization or prolonged hospitalization (f08). An update was received on 07-oct-2025. Adverse event term value of "hypotension requiring therapy during wake-up phase after vt-ablation" has been changed to "hypotension during wake-up phase after vt-ablation" if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
An update was received on 07-oct-2025. Adverse event term value of "hypotension requiring therapy during wake-up phase after vt-ablation" has been changed to "hypotension during wake-up phase after vt-ablation" if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).